Event description:
It was reported that the patient experienced a low blood glucose recorded at 40 mg/dl event at an unspecified time and treated it with oral glucose, with plans to log future events. Investigation included user troubleshooting and education regarding low glucose management. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of the hypoglycemia unclear. Clinical symptoms included muscle weakness, nausea and shaking/tremors associated with hypoglycemia reported. Outcomes included no report of hospitalization or impairment. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.